Event description:
"Case is planned as an extension tevar for thoraflex. Right sided access only. Prior to this device (36x200) being prepped and inserted, a 34x250 bms relay pro device was placed as an extension of the thoraflex device to the mid-dta. The device in question (36x200) was prepped and inserted into a 22f dryseal device and put into place. The device was advanced into position. Then the device was deployed in position one via turning the handle and then pushing the button and advancing the gray handle until the device was positioned accordingly. At this point, the surgeon noticed that blood was dripping out at a approx. Rate of 2-3 drops per second. Blood flow continued as the surgeon rotated the controller from position 1-2, and after setting the controller in position 2 the blood continued to flow. The remaining steps of deployment in 2-4 were quickly done and the device was removed from the 22f and saved for return." Patient outcome - "as of this time, no adverse outcome occurred to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Case is planned as an extension tevar for thoraflex. Right sided access only. Prior to this device (36x200) being prepped and inserted, a 34x250 bms relay pro device was placed as an extension of the thoraflex device to the mid-dta. The device in question (36x200) was prepped and inserted into a 22f dryseal device and put into place. The device was advanced into position. Then the device was deployed in position one via turning the handle and then pushing the button and advancing the gray handle until the device was positioned accordingly. At this point, the surgeon noticed that blood was dripping out at a approx. Rate of 2-3 drops per second. Blood flow continued as the surgeon rotated the controller from position 1-2, and after setting the controller in position 2 the blood continued to flow. The remaining steps of deployment in 2-4 were quickly done and the device was removed from the 22f and saved for return." Patient outcome - "as of this time, no adverse outcome occurred to the patient."